Event description:
A customer reported issues with multiple alarm alerts indicating an occlusion in their insulin pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed critical thresholds. The customer resolved the issue by changing supplies and using smaller bolus amounts and plans to try a different infusion set to prevent future occurrences. An ongoing support process was initiated, with plans for a replacement pump due to continued issues despite multiple troubleshooting attempts.